Manufacturer narrative:
Follow-up 08/03/2016: customer reported that their bg levels have stabilized since changing the pump supplies after the initial call. The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 266 (mg/dl). Customer administered a correction bolus to treat the bg level. During system check with tandem technical support, customer reported that the time on the pump was off by approximately 3 minutes. Customer was able to update the time on the pump. Otherwise, system check indicated that the pump was performing as intended. Reportedly, customer used humalog in the pump cartridge for longer than 48 hours. Customer indicated that they would change their pump supplies.